Event description:
The patient complained of burning during chemo treatment. When rn noticed the patient's chest was red and puffy the chemo treatment was stopped. A dye study was ordered and it showed a small leak in the catheter.

Manufacturer narrative:
The complaint of a small leak in the tubing was confirmed. One groshong 9.5 fr d/l catheter was returned for evaluation. A small y-shape break was found near the 15 cm depth marker. The veneer of the break was rough and granular. The break has sharp edges. During functional testing, water was leaking out the break site when the white lumen was flushed. There was some tensile weakness at the white extension leg tubing. The exact mechanism of damage is unknown.

Event description:
The patient complained of burning during chemo treatment. When rn noticed the patient's chest was red and puffy the chemo treatment was stopped. A dye study was ordered and it showed and it showed a small leak in the catheter.